Event description:
Pt underwent a right nephrectomy for a renal mass. During the procedure the ethicon, 1-endopath, ets flex 45 endoscopic articulating linear cutter (vascular-white) was placed on the renal vessels and fired. However the device misfired. Surgery was otherwise uneventful. Pt recovered uneventfully and was discharged thirteen days later.